Event description:
It was reported that the housing of the pump was damaged, with cracks on the port and corners. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, indicating they are out of warranty and in the process of acquiring a new device. No additional information was available regarding the outcome of the event.